Event description:
A caller reported a malfunction on the pump, identified with a malfunction code "malf 0," but no notable events occurred prior to it. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact on their blood glucose level. Customer technical support assisted the caller in resetting the pump, and the malfunction code did not recur afterward. The caller was instructed to continue using the pump and to notify technical support if the issue recurred, which the caller acknowledged and understood.